Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was intermittently hot to the touch. There was no reported impact to the customer's blood glucose level. The customer is not currently using the pump. No further information was provided.